Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the oxygenator was being primed and started to leak. The perfusionist removed the oxygenator from the circuit and replaced it with a new one.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a leak during priming could not be confirmed through this evaluation as no product or images were submitted for evaluation. The device manufacturer (eurosets) was unable to identify the root cause of the problem based only on the provided information. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The eurosets amg pmp oxygenator, lot #9945208, was not returned for evaluation. With only the available information, the root cause of the reported event was unable to be determined by the external manufacturer (eurosets). Although leaking was unable to be confirmed through this evaluation, additional investigation of oxygenator leaking issues has been initiated by abbott and sent to eurosets (oxygenator supplier/manufacturer) through a supplier corrective action request. The production documentation for the eurosets amg pmp oxygenator, lot #9945208, was reviewed by the external manufacturer (eurosets) and showed that all tests made in the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU), rev. 05, is currently available. Under the list of warnings, the IFU warns that during use, a spare oxygenator must always be available and also warns that the device has to be carefully and continuously checked by qualified healthcare professionals throughout the procedure. The IFU warns to carefully check the device seal during priming and operation. If you notice leakage during priming or operation, replace the defective device following good perfusion practices. Also, under the section titled ¿set up¿, the IFU warns to ¿carry out a visual inspection and carefully check the device before use. Transport and/or storage conditions other than those prescribed may have caused damage to the device.¿ under the section titled ¿oxygenator replacement¿, this document states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine the safety of the patient may be compromised (insufficient oxygenator performance, leaks, abnormal blood parameters, etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.